Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal tibia intra-articular fracture. On february 18, 2020, when the screwdriver shaft was delivered to the hospital, a nurse found that the tip of the screwdriver shaft had bent. The surgeon used another unknown screwdriver shaft in the surgery. There was no patient consequence. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary visual inspection: the screwdriver is in a very used condition. The tip is discolored and twisted, the edges are the forefront are rounded. The laser markings are partially faded. Investigation conclusion: after a visual inspection per guidance provided in windchill document # section 6.0 for driver tips, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: device history lot manufacturing location: supplier - (B)(4)/ inspected, packaged and released by: monument manufacturing date: 15-may-2015, part number: 314.116, stardrive screwdriver shaft qc/t15, lot number: 7867529 (non-sterile), lot quantity: 109 . Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection, rev a met all inspection acceptance criteria. Certificate of compliance received from universal punch dated 01-may-2015 was reviewed and determined to be conforming. Certificate indicates hardness specification at 52 minimum and actual hardness value was certified at 52.37. Certificate of tests for raw material supplied to universal punch by carpenter was reviewed and determined to be conforming. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history batch null, device history review 04-mar-2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.